Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 7,095 joules during a prostate procedure. The procedure was completed with another fiber. The patient outcome was reported as "okay". The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00320).

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.